Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 60/54 code t on the left side on (B)(6) 2009. Currently, the patient is being monitored due to pain, cyst, metallosis and elevated metal ions.

Manufacturer narrative:
Investigation results were updated with the new information received. DHR review results: the quality records indicate that these components met all requirements to perform as intended. Trend analysis: a trend has been identified and CAPA was initiated and performed. Review of event description: according to the received information, the patient was implanted with a durom acetabular cup, large diameter head/adapter, cls stem on (B)(6) 2009. Since implantation of the total hip replacement, the hip was never really asymptomatic, the patient signaling the persistence of postoperative pain. On (B)(6) 2017, the revision surgery with implantation of a revision prosthesis (lima) due to an adverse reaction to metal abrasion took place. Review of received documentation: patient history: patient was gradually experiencing pain starting in (B)(6) 2009 in the left hip. Examination revealed a ¿staphylococcus aureus¿ infection in the joint, whose three weeks of investigations at the hospital of milano did not find the origin. Conservative treatment with antibiotic therapy was performed after puncture of the left hip. At the end of may, a check with the infectious disease specialist was planned to stop the antibiotic treatment. However, considering the strong symptoms, the antibiotic treatment continued. The local orthopedist consulted had predicted to the patient that he could resume his activities and leave the cane use in may. However, since (B)(6) 2009, the patient has not seen any improvement in function and pain in the groin, limiting his walk to a few steps. His anti-pain treatment (which now resides mainly in voltaren) seems to have the most effect. It should be noted that the patient had a neurological examination at the source clinic recently due to a lack of strength in the left leg; a neurological examination that turned out to be normal. The patient is also treated for his diabetes. The radiological images taken in (B)(6) 2009 show a clear progression of necrosis in the left hip, with a collapse of the upper part of the head, probably the origin of the recrudescence of pain and crackling perceived by the patient. There is complete loss of femoral joint space, and numerous small cysts on the head. Based on this diagnosis, it was opted to implant a total hip replacement (durom hip system and cls spotorno stem) in two stages. Treatment: (B)(6) 2009: resection of the neck and head of left hip, debridement, rinsing and placement of a cement spacer with vancomycine impregnated and reinforced with a plate. (B)(6) 2009: implantation of total hip replacement; durom hip system and cls spotorno stem. Surgeon letter ¿ (B)(6) 2017. (B)(6). It was reported that since implantation of the total hip replacement, the hip was never really asymptomatic, the patient signaling the persistence of postoperative pain. Patient was followed until 2010 by (B)(6), he was seen again in consultation in (B)(6) 2016 by (B)(6). After seven years of evolution, the patient has reported severe pain since (B)(6) 2015. Assay of chromium and cobalt ions performed in (B)(6) 2016 revealed chromium (B)(6) levels at 27 nmol/liter (normal lower than 135) and cobalt at 103 nmol/liter (normal lower than 119). Due to a painful context, an MRI with mars protocol was performed on (B)(6) 2016, revealing bulky cysts extending forward in the ilio-psoas and retro-trochanteric region. The assessment thus revealed the presence of a complication of the metal-metal pair in large diameter with the appearance of undesirable reactions to metal debris. (B)(6) strongly recommended to consider a prosthetic revision, which the patient accepted. It was explained to the patient that the intervention consists of a unipolar acetabular revision with implantation of a double mobility cup with a 28 mm diameter ceramic head. On (B)(6) 2017, the revision surgery with implantation of a revision prosthesis (lima) due to an adverse reaction to metal abrasion took place. In the pathology report on (B)(6) 2017 assessed histological picture compatible with alval lesion. Scanner of the pelvis and the left hip, dated (B)(6) 2016. The scanner found a pseudo-tumor around the left hip joint, clearly visible on the comparative MRI, measuring 14 cm of anterior-posterior axis and 12 cm of caudal axis with bone invasion and soft parts whose anterior part extends in contact with the anterior common femoral artery. No peri-prosthetic fracture. Conclusion: pseudo tumor at the expense of the left coxo-femoral joint invading the soft parts and the proximal femur, in contact with the common femoral artery at its anterior part. Review of revision surgery report, dated july 12, 2017. Operation indication: 70-year-old patient with left pth complication left mom large diameter painful left pth, elevation of chromium and cobalt ions, pseudotumors on MRI. Procedure: opening of the fascia lata. There is the presence of a voluminous trochanteric retro mass, under tension, corresponding to a pseudo tumor. By cutting this tumefaction, a voluminous collection of about 400cc of a blackish liquid evacuates in which friable granulomatous tissue structures are found. Joint fluid sampling for systematic bacteriological analysis taken. Synovasure test is negative for an infection. Removal of the large diameter metal femoral head, showing corrosion at the morse taper of the femoral stem. At the level of the proximal femur, there is a very significant osteolysis considerably weakening the trochanteric massif. The absence of loosening of the femoral stem is confirmed. Abundant pulsed washing of the intramedullary canal. Rigid bore of the diameter 7mm to 12mm diameter, then passing lima reamers from 12mm diameter to 16mm diameter. Lmpaction of a lima rod diameter 18mm, length 140mm. Preparation of the metaphyseal zone. Removal of the acetabular implant, not loosened. Abundant washing of the acetabulum, and assessment of the bone substances loss. This concerns mainly the background and to a lesser extent the anterior, thin wall. The acetabular ¿u¿ is intact. Careful and progressive milling from diameter 54mm to diameter 58mm. Test of a 60mm diameter ID cup, oriented at 45º on the horizontal and 20º of anteversion. Satisfactory primary holding. Under these conditions, after grafting the bone loss of the background from the milling product, impaction of the definitive press-fit implant with outside diameter 60mm, with a satisfactory primary hold. Further processing with the femur bone. Metaphyseal preparation and positioning of a test metaphysis lima size 90 mm, lateralized, oriented at 20º antéversion. Reduction on a head 28mm test, long neck, with a test insert (symbol) 60/28. Control of mobility. Satisfactory stability. Under these conditions, implantation of a metaphyseal (lima) of size 90mm, oriented to 20º of anteversion. Establishment of a final ceramic delta diameter 28mm head with a neck + 4mm. Positioning of a dm symbol insert in uhmwpe, size 60/28. Reduction, mobility control. Satisfactory stability. Review of x-rays: several x-rays which cover the time-in-vivo of the above mentioned hip products were provided for review. Only the relevant x-rays are mentioned in the below section. X-ray dated (B)(6) 2009, left hip / femur proximal: postoperative recording with recognizable redon drainage. In the cup area x-ray image is overexposed, therefore interface between bony cup and implant cannot be assessed. Cement-free inserted stem, comparable to the pre-admission of (B)(6) 2009 recognizable resection on the femoral neck by about 0.5 cm with left and undamaged trochanter tip. Discreet bony structure loosening in the area of the lateral stem shoulder. X-ray dated (B)(6) 2009, pelvis overview: condition after stem change left with further resection at the femoral neck by about 0.5cm. No evidence of stem loosening, discreet bony structure loosening in the area of the lateral shaft shoulder. Cup inclination at about 46 °. X-ray dated (B)(6) 2010, pelvis overview: comparable to the pre-admission of (B)(6) 2009 unchanged cup and stem position, femoral position a little more internally rotated and adducted, no conspicuous bony structure changes in the cup and stem area. X-ray dated (B)(6) 2010, pelvis overview: comparing to the pre-admission of (B)(6) 2010, femur position slightly more externally rotated, bony structures somewhat radiation transparent. No conspicuous osseous structural changes in the socket area, in the axial projection comparatively to the pre-admission, taking into account slightly different femoral rotational ratios discreetly shown narrow gap in the area of the shaft entrance ventrally on the interface implant / bone. Unchanged cup and stem position. X-ray dated (B)(6) 2016, pelvis overview: cup position unchanged, discreet bony resorption on the acetabular balcony, slightly blotched bony structure loosening on the weight-bearing portion of the cup. Significant bony resorption at the calcar above the trochanter minor in the area of the medial stem shoulder. Cavitary osteolytic structure loosening at the greater trochanter mass at the level of the lateral shaft shoulder, stem position unchanged. X-ray dated (B)(6) 2017, pelvis overview: postoperative x-ray with recognizable staple suture and redon insertion on the left. Condition after implantation of a modular stem prosthesis and cup change left. Large cavitary bony defect in the metaphyseal shaft entrance area. Cup inclination at about 49 °. Devices examination: the devices were not returned to zimmer biomet for the investigation. According to the available information, the devices are kept by the patient. Compatibility review: the products used are considered compatible. Conclusion: according to the received information a hip total endoprosthesis (durom acetabular cup, large diameter head/adapter, cls stem) was implanted on the left side due to coxarthrosis and joint infection on (B)(6) 2009 at (B)(6) switzerland. The implantation was performed in two steps. On (B)(6) 2009, resection of the head and left hip neck, debridement, rinsing and placement of a cement spacer with vancomycine impregnated and reinforced with a plate. Finally, on (B)(6) 2009, the durom acetabular cup, large diameter head/adapter, cls stem were implanted. Since implantation of the total hip replacement, the hip was never really asymptomatic, the patient signaling the persistence of postoperative pain. Prof. (B)(6) strongly recommended a revision surgery, which finally was carried out on (B)(6) 2017. During the revision surgery, blackish liquid, pseudo tumor and taper corrosion at the femoral stem was identified. The blood test carried out on (B)(6) 2016 revealed chromium level at 27nmol/l and cobalt level at 103 nmol/l. Referring to ¿mhra mda/2020/033¿, these values can be considered acceptable. Mhra published an updated advice for follow-up of patients (mda/2017/018 issued: 29 june 2017) which states there is no agreed threshold for blood values levels that either predict outcome, or mandates revision. Decisions to revise are influenced by patient factors, blood metal ion levels, image findings, and implant type and position. Blood metal level test are recommended in all patients having a mom hip replacement. Blood metal levels =7ppb (119 nmol/l cobalt or 134.5 nmol/l chromium) in one or both metals, indicates the need for closer follow-up and cross-sectional imaging. The products related to the reported event were not returned for investigation to zimmer biomet. According to the received x-rays, the durom acetabular cup was implanted with an inclination angle of about 46° which is in the range of the targeted area (40°-50°). No significant changes in position of the implanted components over time can be noticed on the given x-rays. The provided documentation does not confirm any product failure. In addition, the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Based on the available information, the reason of the reported symptoms cannot be established based on current available data. The performance of any device depends on multiple factors including patient and/or surgical related factors. Therefore, the reported symptoms in themselves do not imply that the hip system was defective as they can be caused by factors beyond the hip system. Based on the available history data of the affected products, inappropriate implantation of the hip system might be a possible cause for the revision surgery, which is already treated in a corrective action (error pattern: corrosion at the stem/taper adapter, lack of bone ongrowth of the cup, loose cups, pain, osteolysis, and milky fluid in the joint space). Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This case has been re-opened to enter additional information : operative report, medical records, intra operative pictures and x-rays were received for review and a further investigation is ongoing. The previous investigation results will be amended and an updated final report will be submitted as soon as the results will be available. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient underwent a revision surgery on (B)(6) 2017 due to pain, metallosis, cyst, elevated metal ions and osteolysis.